Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 535 mg/dl at the time of the call. The customer was given juice, sugared tea, and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer will monitor their blood glucose. Customer also experienced a high of 526 mg/dl, and felt symptoms such as severe thirst and dizziness. The customer treated for the high with an insulin pen and manual injection. The insulin pump will not be returned for analysis.